Event description:
It was reported by the customer that a pyxis medstation es system drawer cubies did not detect on the communication bus, preventing user from removing the required medication. The customer stated that they managed to retrieve the medication from other source. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer cubies did not detect on the communication bus due to row board failure. A field service engineer replaced the row board. Rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.